Event description:
Related manufacturer reference numbers: 2017865-2022-09853. It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead had exhibited inappropriate automatic mode switch due to noise over-sensing and the implantable cardioverter defibrillator (ICD) had delivered inappropriate shock due to incorrect interpretation of atrial flutter with rapid ventricular rate. The patient stated to have experienced discomfort during the inappropriate shock. During revision procedure, the patient experienced hypotension. The atrial lead and the ICD were explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The device was returned in one piece for analysis. The reported event of sensed noise was confirmed through device data analysis. Functional testing were normal with no anomalies found.